Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant components include: product ID: 8709sc, lot# n258679011, implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving 2,000 mcg/ml of lioresal at 154 mcg/day via an implantable pump intractable spasticity and multiple sclerosis. It was reported on (B)(6) 2017 the patient underwent a pump replacement due to the elective replacement indicator (eri). During the replacement, a catheter fracture was discovered in the proximal segment of the 8709sc catheter. It was unknown what environmental, external, or patient factors may have led or contributed to the fracture. An inter-operative catheter dye study was performed to determine the location of the fracture. The proximal segment of the existing 8709sc catheter was then spliced and repaired using a new 8578 catheter. It was reported the issue was resolved, and the explanted portion of the catheter would be returned. The patient¿s status at the time of the report was indicated as alive-no injury. It was unknown what other medications the patient was taking at the time of the event. It was indicated the information was unable to be obtained, and not available to the manufacturer. The patient's weight was also unknown, and it was indicated it would not be made available due to legal/confidential reasons. The patient had a history of spasticity and multiple sclerosis. The devices were returned to the manufacturer on april 05, 2017. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the catheter revealed a broken catheter body and coring/tears/cuts in seal of the sutureless connector and meets leak criteria per (B)(4).